Event description:
Patient brought to cardiac catheterization lab (ccl), cleaned and prepped in surgical manner. Guidewire and intravenous ultrasound (ivus) catheter inserted into patient. However, the guidewire got stuck in ivus catheter and can't be removed. Both guidewire and ivus catheter were withdrawn. Both devices were exchanged for similar ones and the procedure was done without any further incident. Patient tolerated procedure well and was brought to recovery room in stable condition. Manufacturer response for catheter, ultrasound, intravascular, eagle eye platinum (per site reporter). Catheterization lab manager informed field representative after the case and on that same day, field representative came and got the device.